Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving dilaudid (hydromorphone) 0.1 mg/day 1mg/ml via an implantable pump. It was reported that the patient had a bump on her back at the catheter incision site which she described as uncomfortable. The patient was experiencing excessive straining during bowel movement. It was cerebrospinal fluid (csf) fluid that had leaked back from around the catheter. The physician opened the back incision and placed a purse string suture around the catheter and then added some flo-seal around it and closed it back up. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient medical history was chronic pain.